Event description:
It was reported that the wireless adapter did not connect to the heartmate (hm) touch due to the power module (pm) not receiving power. Troubleshooting was done by connecting the power cord to a new outlet but the power light remained yellow and the issue could not be resolved. The serial number of the pm was not available and it was not to be returned for evaluation as it was discarded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not providing ac power, resulting in an inability to establish a connection between the heartmate touch tablet and the wireless adapter was not confirmed. Per the provided information, the inability to establish connection between the heartmate touch tablet and wireless adapter was due to ac power not being provided by the power module; however, the root cause of the issue with the power module could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. This section of the IFU also informs the user not to use an outlet that is controlled by a wall switch, not to use an adapter plug for an ungrounded wall outlet, and not to use a portable, multiple outlet adapter. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all heartmate touch alarms and the actions to take if the alarms cannot be resolved. This section of the IFU also explains all power module alarms and visual indicators, including the ac fail alarm, and the actions to take when the alarm occurs. Heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ describes the various ways to power the heartmate 3 lvas, including how to use the power module. This section explains the operation of the power module backup power, and that the power module should remain plugged into ac power at all times. During a power module power failure, it is stated that the patient should be transferred to mobile power unit or battery powered operation. No further information was provided. The manufacturer is closing the file on this event.